Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The pump was received with low reservoir alarm functioning properly during test.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 487 mg/dl. The customer treated with the pump. The customer stated that she changed her set this morning and had high readings. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit the tubing. The customer will be sent a replacement pump.